Event description:
Procedure type: vats bullectomy. According to the reporter: after third firing with (B)(4), the tip of the cartridge stuck to lung parenchyma. Using thoraco cotton, the cartridge could be gently removed from tissue. After resection was completed, leakage test was performed and air leak from around the staple line was recognized. Using (B)(4), the part was cut additionally. After surgery, air leak was recognized and the pt had to stay in hospital one day longer. Reoperation was not performed. No bleeding. There was tissue damage when the defective cartridge was removed. Nothing fell into cavity. Clinical sample was discarded at the site.

Manufacturer narrative:
(B)(4).